Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ stopcock connecta plus leaked from the port when anesthetizing a patient. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that a bd connecta¿ stopcock connecta plus leaked from the port when anesthetizing a patient. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the device history report for lot number 8037509 was reviewed, no related abnormalities were found. Material number 394945 for lot 8037509 was manufactured on 02/28/2018. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a sample and photograph were provided for the purpose of aiding our quality engineer's investigation, the device was subjected to leakage testing. The resulting leak was observed near the tubing's port of entry. Bd engineers have review the manufacturing process and determine that the proper controls are in place to successfully mitigate the occurrence of similar events. Investigation conclusion: based on investigation results to date, root cause was associated to a bad tubing assembly by station 5 of equipment vh59.

Event description:
It was reported that a bd connecta stopcock connecta plus leaked from the port when anesthetizing a patient. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.